Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2019-03556. Reference MFR. Report: 1627487-2019-03557.

Manufacturer narrative:
Concomitant medical products: model number for two concomitant leads are unknown at this time. Therapy date for both leads is (B)(6) 2019. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2019-03556. Reference MFR. Report: 1627487-2019-03557. It was reported the patient presented with pus at the mid-back wound. The physician believes the infection to have started from the ipg site and moved into the lead site. To address the issue, the physician explanted the scs system, hospitalized the patient, and prescribed intravenous antibiotics. The infection has since resolved.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2019-03556; reference MFR. Report: 1627487-2019-03557.